Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0549 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the customer from the facility was placing the catheter, burrs and edge curls were found with the proximal end of the micro-introducer following opening of the package. It was uneven and unusable. Upon receipt of the complaint from the customer, we conducted investigation and analysis, and found that this was a product quality problem.

Event description:
It was reported when the customer from the facility was placing the catheter, burrs and edge curls were found with the proximal end of the micro-introducer following opening of the package. It was uneven and unusable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo of a 4.5 fr microez microintroducer was provided for evaluation. The grey sheath has not been peeled and was shown with the dilator present. Blood residue was visible within the device. A region on the sheath tip was deformed at a localized section with the material bunched inwards. The extent of the damage could not be clearly determined from the image provided. Based on the damage observed, possible contributing factors include advancement against resistance and insertion technique. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : evaluation findings are in section h.11.